Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicating device was explanted due to normal battery depletion. No malfunction noted with the device.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to normal battery depletion.